Manufacturer narrative:
A picture of the defect was presented. A supplemental will be forwarded when more info becomes available. Internal complaint number: (B)(4).

Event description:
The customer reported that the tubing in custom pack was kinked. Customer had to work kinks/memory bends out of tubing prior to use.